Manufacturer narrative:
Operator of device operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was a syringe plunger sensor error. No patient injury was reported.

Manufacturer narrative:
Device evaluation: the device was returned for investigation. Visual inspection and functional tests were performed. The customer reported problem was not related to any previous repair. Visual inspection of the device found a scratch on keypad. There was evidence of the error found in the event history log. The customer reported problem was verified/duplicated. Check syringe plunger sensor error was found when plunger assembly was pushed all the way in. The investigation found that the flippers on the left plunger case were touching the ear clip when the plunger assembly was pushed all the way in. The malfunctioning plunger assembly was found to be the cause of the reported problem. The plunger assembly was replaced as corrective action. The root cause of the reported problem was unknown. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service history review identified this device has not been in for service previously. Corrected data: correction: d4: model number: 3500.